Event description:
During angioplasty and coronary stent placement to right coronary artery, choice pt guidewire caught on tristar 3.0/23mm stent. When physician tried to remove wire, the tip end appeared to get caught on stent and broke off, attached to stent in right coronary artery. Physician attempted to retrieve wire from artery, using a microsnare kit. Microsnare caught on stent/wire and could not be removed. Pt requried surgical intervention.